Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for investigation. Data log review confirmed the abrupt increase in placement signal and drop in flows. The optical parameters showed no abnormalities. The root cause of the placement signal issue was most likely sensor drift since the data logs showed drifting ps and pump flow along with stable mc and optical parameters. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. During support, the patient experienced an abrupt increase in placement signals accompanied by a drop in flows. Despite this, the device was successfully weaned and explanted.